Event description:
The customer reported that the insulin was leaking from the reservoir at the quick release site. The customer also stated that the insulin leaked into the pump. The customer's blood glucose reading was 181 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.